Event description:
Recently, they received new 1cc syringes in the hospital supply chain that had orange labeling on the package (from bd). These syringe packages look exactly like insulin syringes and they feel this is likely to lead to an error in insulin administration. They later discovered from bd, co's vendor via co's purchasing arrangement, that the orange labeling was mandated by the international organization for standardization (iso). They selected orange labeling for all syringes with 25 gauge needles. The co's supplier was one of the last companies to change the packaging, per their report. Co is now changing to 26 gauge needles on 1cc syringes so they don't have any orange packaged syringes in the clinical areas.